Event description:
The pt reported his blood glucose reached between 250 to 350 mg/dl. He went to the emergency room and upon arrival, he was instructed by the medical staff to remove the pod. He was given a manual injection of insulin (exact dosage was not provided) and this brought his bg down to 152 mg/dl, but it was still above his normal bg range.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.